Manufacturer narrative:
UDI information: (B)(4). Results codes: a review of the packaging records indicated the lots met pre-release specifications. A review of the sterilization records indicated the lot met pre-release specifications. A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2017 a patient underwent a procedure with a gore® propaten® vascular graft. On an unknown date prior to (B)(6)2017, the patient had a subsequent procedure. The graft was found to be filled with pus, however the surrounding tissues did not appear to have been infected.